Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and thereby failed to boot up. No report of pt injury.